Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient received the implant for the treatment of bowel issues. The reason for the call was that they had been noticing in the last week they were having a lot of diarrhea. The first two weeks they had the stimulator put in, they had a really bad time controlling the bowels. Then they were fine. All of a sudden they were now going five to six times per day. They had a lot of pressure. The first day it started the week of the report, they were lying down and noticed the stimulator moved or shifted and they never had that before. Prior to this, they could feel the incision and could not feel the machine, but this time they actually felt a box. They felt a burning where the machine was. Troubleshooting was unable to be performed, as the patient lost their handset. They were redirected to see about getting a replacement handset so they could check or adjust their settings. Otherwise they were advised to see the doctor to have the system checked. The patient said they had already called the doctor and they advised the patient to call the manufacturer. The patient called back later that day, stating they had found their handset. They reported they had been having some diarrhea again. It was attempted to walk the patient through how to connect with the ins to check their therapy status and they reported getting a message that the communicator battery was low. The need to charge the communicator and that it could not be used while charging was reviewed. Adequate charge needed to use the communicator, handset versus communicator battery levels, and communicator battery indicator lights were also reviewed. The patient plugged the communicator into the charger on the call and confirmed it indicated it was charging. They planned to charge the communicator and call back for assistance connecting with the ins once the communicator was charged.